Manufacturer narrative:
Initial investigation indicated that insulation separating from the electrode would be removed through normal irrigation and is not likely to pose a safety risk. Testing was conducted on representative devices from 8 lots (including the lot in questions). Functional testing included conditions of use far beyond what we expect to see in actual procedures and no separation occurred. Additional testing by our contract manufacture, showed that the only evidence of insulation not present between electrodes occurs when the dtf-40 is resterilized with a chemical sterilant. Initial inquiries with a medical professional indicated that insulation separating from the electrode would be removed through normal irrigation and is not likely to pose a safety risk. Additional medical opinion received on 11/18/2008, indicates that this may not always be the case; therefore, ellman is submitting this MDR.

Event description:
A complaint was received from elliquence reporting incidents with "nearly all" of 20 triggerflex dtf-40's. Elliquence received information regarding the incidents from its taiwanese distributor, smartec, in 2008. The exact date of the incidents is not known. The reported information is that insulation separated from the electrodes and fell into the patient, this was not always noticed by the physician. The customer reported that the insulation was washed out by the circulating saline. No patient injuries were reported. The distributor states that this was the initial use and not resterilized.